Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the insulin pump and sensor are showing inaccuracies in blood glucose and interstitial fluid readings. The customer's blood glucose reading was 110 mg/dl. The caller reported that the sensor would get inaccurate readings after the second day of use. She stated that the customer is using the sensor in site locations, such as the thigh, due to the customer being very lean. Confirmed that the customer understood that these are not approved insertion sites and are considered to be off-label use. The caller also reported inaccurate suspend alerts and that the insulin pump kept wanting to suspend insulin delivery due to the sensor's readings. Nothing further reported.